Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-aug-17, information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient mentioned they got a settings not available message on their controller since a couple of days ago. Pt said "now everything hurts again" because the pt was not getting relief. During the call, the patient switched from group a to group b and then switched to group c. Pt got settings not available in group a and b, but then was able to adjust therapy settings in group c. Patient was in group c and adjusted therapy up to 6.8 and felt their therapy. Patient services specialist(pss) suggested the pt use group c for now because the pt felt therapy in areas where they expected to feel therapy, down legs and lower back. Patient services specialist suggested the patient follow up with their healthcare provider to address the issue. Patient service specialist emailed physician listings to patient. Pt also requested physician listings in the mail. On 2023-09-08, additional information was received from the manufacturer representative (rep) reporting that the patient had a return of pain. It was reported that the patient was getting therapy, but they were not getting as good of relief as they previously had been. Impedances were tested and high impedances of greater than 40k ohms were found on contact 12. Though the impedance issue is on-going (noted: no way to change that), the patient was reprogrammed to address their therapy issue and this issue was resolved. The cause of the issue was unknown. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.